Manufacturer narrative:
The device was received, and an evaluation is complete. The device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. The device failed idea testing due to excessive fluid flowing from device. Service evaluation verified the excessive fluid flowing from device. The cause was identified to be lower bearing mount damage and the cam lobe was shifted resulting the cause of free flow of the device. The front case was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump device it experienced excessive fluid flowing from device. No additional information is available.